Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system device 72202468 received. T2 and partial suture were returned separated from the device. Device has been fully deployed. The actuator was found in the post t2 deployment location. A functional test supports that the device delivery system is functional. The device IFU; instructions for use literature states: do not push the deployment slider twice or the second implant will deploy prematurely. Root cause is unknown and simultaneous deployment cannot be confirmed nor disproved. No further investigation is warranted. Device evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved device. Both implants were removed and the procedure was completed with a backup device. The report indicated that there was no delay or patient impact associated with the alleged event.